Event description:
The customer reported that the sys froze (locked-up) when trying to utilize the digital spot feature. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be identified or duplicated. The sys was then found to be operating as intended.